Event description:
The user facility reported that the angio-seal sheath was not released, all the steps were done, and all the clicks were heard. The device came out completely, without releasing the anchor, which remained in the sheath, so the input could not be used in the procedure. The patient was in good condition. There were no other devices or equipment used with the reported product. Additional information was received on 09 may 2022. The procedure being performed was a tibial vessel and using a 6fr procedural sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. No blood loss. There was no noticeable damage to the device. The patient was stable. A second angio-seal was not used, manual compression was used to achieve hemostasis.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. Based on the available information, the likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).